Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the fire extinguisher malfunctioned and sprayed across the entire department. A field service engineer (fse) done an initial inspection of the equipment was performed. Fse found that station components were externally clean with minor residue in hard to reach areas, and light residue and debris were noted internally. The stations were operational with no failures at the time of inspection. An in depth inspection and system testing were planned for a later date per supervision. The site was contacted, and no issues were reported. The equipment remained operational and in service. The user confirmed the stations were in use, and random inventory counts verified were accessible and usable. The case was escalated to higher support for follow up, and no repair information was available after further follow ups. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fire extinguisher malfunctioned and sprayed across the entire department, covering the floors, walls, ceilings, and all devices including pyxis machines, towers, and refrigerators. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fire extinguisher malfunctioned and sprayed across the entire department, covering the floors, walls, ceilings, and all devices including pyxis machines, towers, and refrigerators. There were no adverse events or injuries reported based on this event.